Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery, no reservoir or prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 114 mg/dl and 409 mg/dl at the time of incident. Customer¿s other blood glucose level was 404 mg/dl. The customer provides details on symptoms and treatment related to the high blood glucose level episodes such as nausea and dizziness. Customer was treated with bolus and manual injection. Customer also reported that insulin pump had no delivery alarm. Troubleshooting was declined for hyperglycemia. Customer was advised to the insulin pump would need to be replaced, to retrieve and save pump settings and to revert to backup plan. The insulin pump will be returned for analysis.